Event description:
After lasik surgery, problems with fuzzy night time vision, difficulty driving at night due to severe glare from oncoming lights, difficulty seeing in dark - I need to use a flashlight now. (B)(6).